Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker IV".

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional later reported "capsular contracture baker IV". The device has been explanted.